Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician tried to use a taxus liberte' 3.0x24mm drug eluting stent to cross a very calcified lesion, but was unsuccessful. The physician removed the stent and found stent strut damage. No pt complications occurred. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. The mfg records have been reviewed, and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.